Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) security disk needs to be replaced.

Event description:
Record is being cancelled - not a valid complaint - routine safety disk replacement.

Manufacturer narrative:
Record is being cancelled . Not a valid complaint - routine safety disk replacement revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.